Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but based upon the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the failure of the converter due to the accidental failure of the components of the converter or the aging degradation. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found that the subject device could not be turned the power on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the subject device could not be turned the power on due to the failure of the converter.